Event description:
It was reported that pump displayed altitude alarm and required cartridge replacement before use could continue, with no prior reports of same issue on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge, insulin delivery was not suspended at time of report, pump resumed normal operation, and technical support provided guidance on preventing future altitude alarms, which caller understood and acknowledged.